Event description:
It was reported that during use, the tubing keeps slipping down the outlet connector of the oxygenator. The customer double tie bundle banded the tubing and monitored the connection during the procedure. No injuries were reported.

Manufacturer narrative:
The device was not returned for eval, therefore a root cause could not be identified. Device history record was reviewed and no non-conformances were found related to the reported event. If additional info is received or the device is returned, a follow-up report will be submitted. (B)(4).